Event description:
It was reported that the zimmer air dermatome would not take graft off in one piece. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device has not been in for service since purchase in 2008. The inspection found that the device's master blade was not flush with the control bar, the motor rpms were out of specification and the thickness control lever settings were out of specifications. The likely cause of the reported complaint is an out of calibration device, due to a lack of preventative maintenance. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.